Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. No motor error alarm noted. However, the motor was tested outside of the insulin pump and passed. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to prime alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they are able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 247 mg/dl. Nothing further was reported.